Manufacturer narrative:
(B)(4). Concomitant medical products - unknown vanguard bearing and unknown vanguard tibial tray. Foreign report source: (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple mdrs were filed for this event, please see associated reports: 3002806535-2017-00317 and 3002806535-2017-00319. Product location unknown.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately two years post-implantation due to instability and malalignment. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.